Event description:
It was reported that a hemostasis valve detachment and leak occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and the hemostasis valve detached and a leak occurred. The leak was stopped via thumb pressure and the procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. A syringe (filled with water) was attached to the hub/valve and positive pressure was applied. Water flowed out from the open valve and tip of the device. The valve was closed, and the device was flushed. The valve did not leak. The valve was also able to be closed with finger pressure.

Event description:
It was reported that a hemostasis valve detachment and leak occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and the hemostasis valve detached and a leak occurred. The leak was stopped via thumb pressure and the procedure was completed with a non-boston scientific device. No patient complications were reported.